Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported the system pulls out random images from other studies, fluoros without anyone pushing the fluoro button, and didn't save the last study. No patient injury was reported.